Event description:
It was reported by warehouse in japan that on the antegrade cardioplegia cannula "unknown black fiber-like particulate was found inside the package during incoming inspection." This was found during japan incoming inspection and never had contact with the patient/hospital.

Manufacturer narrative:
Evaluation: fibers measure approximately 3.8mm by 30mm in size most likely consisting of rayon. This report is a confirmed manufacturing defect and root cause is being addressed through CAPA. Manufacturing records were reviewed and there were no related manufacturing non-conformances. A technical summary has been initiated to address patient safety risk and to summarize the analysis of returned products to assist in ongoing corrective actions. Instructions for use remain appropriate. Trends will continue to be monitored through the edwards quality systems

Manufacturer narrative:
The device evaluation is currently in process into root cause.